Manufacturer narrative:
Clarification to d6a: partial date of jan/2000 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported of the left side device: "deflation". The device remains implanted.